Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an undergoing planned treatment procedure was performed when the issue happened. The procedure completed by using another room. Philips remote service engineer (rse) checked the system remotely and confirmed reported malfunction. After reviewing the log, it is found that 24v power supply could be causing the problem. Upon troubleshooting, onsite visit, fse checked power supply, it has input but no output, indicating it's defective and found top button came off. To resolve the problem, fse removed defective power supply and installed the replacement power supply and pan handle and return the parts for further analysis it was observed that power supply defect and button has come off unit. After replacement of power supply and pan handle, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.